Manufacturer narrative:
On 17 june 1998, the physician reported that the symptoms resolved on 31 december 1997. The pt was last seen on 13 april 1998; at that visit, the cheek appeared completely normal with no sequelae from the incident.

Event description:
A physician reported a patient who was treated on 10/29/97. The physician treated approximatley 10 acne scars on the patient's face, noting that upon injection into a scar on the patient's left cheek, a spot adjacent to the injection site had an unusual blanching afterwards. At the time, the physician believed that the blanching was due to her removal of the patient's makeup in that area with an alcohol swab. Later that day, the patient reported a greenish white area on the cheek that blanched with pressure, was warm and tingling, but not bruised. The physician instructed her to gently cleanse the area, apply topical hydrocortisone and take aspirin or ibuprofen for tingling, warmth, or if she had pain. On 10/30/97 the patient reported that the area was turning blue, tingling, and was half dollar size. Pain in the area was relieved by aspirin. The area blanched when pressure was applied, but there was no skin breakdown. 10/31/97, the involved area was dark bluish purple, about 1.5 x 1.0 cm in diameter. The area blanched with pressure and had dark pink "fingers" radiating from it. The physician believed that the symptoms were due to a vascular compromise. She prescribed topical hydrogen peroxide and polysporin. 11/3/97 the patient reported by phone that the streaking was gone. She said a moon shaped scab was forming in the darkest part of the affected area, that it was tender to the touch, and that the skin surrounding it was a little bit numb. On 11/4/97 the physician noted that the affected area was erythematous, abraded, and blanched with pressure. The physician instructed the patient to wash the area with white vinegar and to apply topical silkcote. She also prescribed ceftin for 4 days prophylactically for infection. On 11/7/97 the patient reported the area was improved and the scab was getting smaller, though there was still some tingling. The physician told her to continue using silkcote.